Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 714 mg/dl. The customer's blood glucose level was 714 mg/dl and 417 mg/dl. The customer's current blood glucose was not sure. Customer treated for high blood glucose with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.